Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual examination of the reload noted that it was fully applied and there was damage to the knife blade. The anvil was bowed and the clamping mechanism was deformed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. 1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
The procedure was lobectomy, when surgeon used the 030456 + egiaustnd, formation is bad .the part are broken, so nurse change the new one. When was the problem noticed? During-procedure. Patient involvement? Yes. Patient injury? No. Patient information: age (B)(6), weight (B)(6), male. What is the current condition of the patient? Stable. Medical intervention required? No. Was surgery time extended by 30mins or more? No. Was product tested prior to use? No. UDI number: n/a. Additional information requested via email: can you confirm that product is available and will be returned for evaluation? How was the staple line fixed (over sewed, resected, re-stapled, conversion to open procedure, etc)? What part of the device was broken? Are any photos available?